Event description:
The hcp reported that the pt experienced an increase in low back pain. The nurse practitioner was unable to get telemetry from the pump, and suggested that based on the length of time since implant, the pump battery may have reached end of life. An x-ray of the abdomen (05/2007) revealed the pump in the right lower quadrant, and the catheter extending to toward the thoracolumbar spine. During the pump revision, the hcp found that the proximal catheter had a leak. The catheter was replaced. Two weeks after the pump and catheter replacement, the pt developed a chronic hematoma in the pump pocket which caused thinning of the skin with excoriations. The pt was treated with long term IV antibiotics via a PICC line and aquasil. By the end of the month, the pt's incision was well healed. The pt's pump contained morphine.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.